Event description:
It was reported to philips that the system geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was being performed when the issue occurred and was aborted. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. As part of troubleshooting, the fse reviewed system log files and found the ipc was not communicating with the host pc and there were error messages about can board of ipc, by which the fse indicated that the geo ipc was defective. The supplier's part analysis of geo ipc has determined chipset issue with motherboard failed pci check. To resolve the issue, the fse replaced geo ipc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.